Event description:
During a coronary drug eluting stenting treatment procedure the stent was damaged. A strut of a 2.75x28mm taxus liberte drug eluting stent opened and got stuck with the altheromatous plaque. The device was removed and two taxus liberte stents and once sonic stent were implanted. No pt complications were reported. This product is only ous approved but it is similar to a marketed us device.